Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she was having issues with the buttons of her insulin pump. The customer also reported that the act button was not working and had to press it several times. The customer¿s blood glucose was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no response at down arrow button due to flattened dome switch noted. Connector was locked on lcd board noted.